Event description:
It was reported that during the left vertebral artery (va) stenosis interventional procedure via femoral artery puncture, the subject guidewire was used to access. When advancing the subject guidewire upward beyond the opening of the left va, the subject guidewire was uncontrollable, and while withdrawing it, the resistance occurred with a significant risk of the subject guidewire bending and fracturing. At this point, the subject guidewire was pulled into the intermediate catheter and withdrawn it from the body, but the distal end of the subject guidewire failed to fully enter the intermediate catheter. While carefully withdrawing the intermediate catheter, the subject guidewire tip got fractured and detached when it reached the abdominal aorta and then a snare was used to capture the residual subject guidewire and remove it from the body by causing no harm to the patient. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.